Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, mildly tortuous right coronary artery that is 50% stenosed. After rotational atherectomy, a 3.50x28mm xience skypoint drug-eluting stent was deployed at 14 atmospheres (atm) during the first inflation. The delivery balloon was slightly pulled back to be reinflated to14 atm; however the balloon ruptured around 8 to 10 atm. The delivery balloon was removed and post-dilation was performed with an unspecified 3.5mm non-compliant balloon completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported material rupture could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the device may have interacted with the heavily calcified, mildly tortuous, 50% stenosed lesion during advancement and positioning of the stent, causing the reported material rupture; however, based on the information provided and without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.